Manufacturer narrative:
No medwatch form was received. Late due to delay in receiving paperwork.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a follow-up, x-ray revealed dislodgement. The lead was explanted and replaced.